Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer report number: 3006705815-2023-00386. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed lead migration. As a result surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.